Event description:
It was reported that a young pt whose fracture had healed but was experiencing some discomfort from the nail. I think anterior thigh pain. During the removal of the gamma 3 nail, the surgeon had explanted the end cap. He then went to loosen the set screw to enable removal of the lag screw to progress with removal of the nail. At the time of the event, the surgeon was trying to locate the screwdriver in the head of the set screw. The surgeon was putting the screwdriver into the internal canal of the nail and trying to engage the head of the screw by rotating the screwdriver clockwise/anti-clockwise as well as pushing it distally towards the set screw head. The surgeon noted some blue debris coming off from the screwdriver which was identified to be the blue rubber cover near the tip of the screwdriver. The blue cover appeared to be breaking off in small pieces (1mm squared). The surgeon was concerned with the serviceability and sterility of the screwdriver, as well as debris coming off and lodging within the pt. The surgeon and theatre staff discussed their concerns with sterility and it was decided the instrument would be flash sterilized so the procedure could continue. The remaining portion of the blue cover still intact on the screwdriver was cut off, exposing the metal flexible component of the screwdriver shaft. The screwdriver was returned to service after flash sterilization and was then used to successfully disengage the set screw within the nail. The nail removal procedure proceeded and was completed successfully. The surgeon took additional steps to irrigate/flush out any potential blue rubber debris still within the pt. The hospital was asked to decontaminate the screwdriver, the blue rubber cover which was removed and also the nail. These will be returned for investigation. The surgeon thinks he was able to remove all the debris, he looked around thoroughly and manually removed some. He also irrigated and suctioned around the site.